Event description:
It was reported that the ventricular lead exhibited elevated threshold of 3.5 v at 1.5 ms. Programming the lead at high output resulted in the patient feeling a -pinching- sensation in her chest. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.